Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinician reported that during a merlin transmission high ventricular rate electrograms anomaly was note, no patient symptoms were noted. The device remained implanted. No additional information was available.